Event description:
The customer reported that there is no sound coming form the speaker at the bedside monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4). The monitor displays a "loud speaker failure" message and the alarm range properly at the central unit. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.